Event description:
On 3/11/2006, the mother of this pt reported that on 3-10-06 the trach cannula removed from the pt's trachea was found to be nearly broken off from the phlange. On 3/10/06, the pt, who routinely suctions his own trach, was unable to clear his airway. A second unsuccesful attempt was made by his grandmother. The private duty nurse was summoned to the home. On changing the trach, this nurse reportedly found the cannula nearly broken off. The family was unable to determine a delivery date or lot number for this trach since they had discarded all packaging materials. The mother believes that this trach was recently delivered. The mother has possession of the broken trach and refused to return it to us.